Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 8040 crt-d, implanted: (B)(6) 2005. (B)(4) .

Event description:
It was reported that the patient developed an infection after being discharged from the hospital after their implantable cardioverter defibrillator (ICD)&#1241;stem was implanted. The infection resulted in a worsening of their cardiac failure. The patient eventually went into multi-organ failure and died approximately two months after the implant of their implantable cardioverter defibrillator (ICD) system. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.